Event description:
It was reported that the patient suffered a stroke during hospitalization in 2005. The stop date was 06/2005 and the condition was not pre-existing. No action and/or treatment was taken, however, this event did result in new/prolonged hospitalization. The patient's outcome is resolved.